Manufacturer narrative:
H6 - type of investigation: 4110 - lens work order search: no similar complaint type events reported for units within the same lot. Claim# (B)(4).

Event description:
The reporter indicated that a 13.2mm vticm5_13.2; -7.00/2.0/071 (sphere/cylinder/axis) implantable collamer lens had tore during insertion. There was no patient injury. A back up lens was used. Attempts to obtain additional information have not been successful. If additional information is received a supplemental medwatch report will be submitted.